Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. The customers blood glucose level was reported at 270 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The no delivery alarm test could not be performed due to the prime anomaly. The insulin pump passed the rewind, basic occlusion, and displacement tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with normal operating currents and no unexpected failed battery test or bad battery alarm was noted. All of the buttons functioned properly and no damage was noted on the keypad assembly and no button error alarm was noted. No unlocked keypad connector was noted. The insulin pump was received with a cracked display window corner, battery tube threads, a cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.